Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, a zoll representative contacted zoll while visiting an (B)(6) year old male patient in the hospital to report that the patient has fragile skin and the electrode 'wore a wound into his skin.' The wound was draining and the nurse applied a dressing. There was no additional follow-up on the condition of the area.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.